Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported a false positive result with ID now covid-19 2.0 on nasopharyngeal swab on (B)(6), 2023.per the customer, the patient received a positive result with ID now covid-19 2.0, and a negative result with smart gene real-time pcr on nasopharyngeal swab. The customer confirmed that the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported a false positive result with ID now covid-19 2.0 on nasopharyngeal swab on (B)(6) 2023.per the customer, the patient received a positive result with ID now covid-19 2.0, and a negative result with smart gene real-time pcr on nasopharyngeal swab. The customer confirmed that the patient was asymptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m217731 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 192-000j / lot m217731 and test base part number 192-430 / lot m217731. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m217731 showed that the complaint rate is (B)(4). Based on the above summary, the investigation is deemed complete. The product will continue to be monitored and tracked. H3 other text : device discarded, single use.